Event description:
It was reported that at follow-up, insulation break was observed via x-ray. Low impedance was found on rv to svc. All other electrical measurements were normal. Patient to be monitored.

Event description:
New information received notes an externalized conductor was observed via x-ray. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.